Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 08/27/2021 under wo #'s (B)(4) and shipped on (B)(6) 2021. Manufacturing record review: DHR's 306410 & 305111 were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: no additional service history records found for this unit. Historical complaint review: (B)(4). Product receipt: the complaint unit was returned on RMA r550010757 on 1/22/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Any relevant customer or clinical information: there was no relevant customer or clinical information provided. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.

Event description:
It was reported that while performing an unknown procedure, the leep unit stopped cutting. No patient harm was reported. Procedure was completed using a different unit. No additional information is available. Lp-20-120 leep 2025-01-0000439.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.